Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was audio and vibrate anomaly. The customer¿s blood glucose level was 3.2mmol/l at the time of incident. Customer reports the pump did not beep during the tone test. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. The device was monitored and tone test functioned properly during testing. No audio or vibrate anomaly noted.